Event description:
The intracochlear electrode was damaged, during middle ear surgery, when the surgeon inadvertently touched the lead with forceps. Explantation/reimplantation surgery has not yet been the healthcare professional has been informed that the explanted device should be returned to cochlear ltd.